Event description:
Caller reported a continuous glucose monitor error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the caller successfully started their sensor session and the error did not recur.